Event description:
During the index procedure four endeavor sprint/endeavor rx drug eluting stents were implanted in the circumflex artery. A complication /dissection is reported to have occurred during implant of one of the stents and an endeavor drug eluting stent was implanted in treatment. Approximately 55 months post index procedure non-target vessel revascularization was carried out; three resolute integrity drug-eluting stents were successfully deployed at lad. The following day 3 non-medtronic stents were implanted to treat a dissection between two stents in the lad. Patient was on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4)